Event description:
It was reported that on an unknown date in 2022, during an unknown procedure the screw was placed over 1.4 guide wire into patient using the correct cannulated screw driver. Once the surgeon had fully inserted the screw, he tried to pull back on the screwdriver to unseat driver from the head of the screw. Instead of disconnecting from the screw, the driver remained in the screw head and the entire screw was pulled out of the patients bone. The screw was stuck on the driver shaft. The screw was able to be taken off the driver on the back table. They were able to move onto a bigger size implant and the surgery was successfully completed. There was a surgical delay of five (5) minutes. There were no patient consequences. The procedure was successfully completed. This complaint involves one (1) device unk - screwdrivers: shafts. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.